Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was noisy and the lock lever was defective. It is known that the device was not used in surgery. It is unk if there were any user or pt injuries or if medical intervention was required. There was no add'l info provided.